Manufacturer narrative:
Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that a customer observed an increase in central-line-associated bloodstream infection (clabsi) at a healthcare facility where unspecified one-link neutral caps were in use. The customer stated that the caps were changed every 7 days, except during infusion. The cause of the clabsi increase was unknown. Treatment for the event was not reported. The number of patients involved and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.